Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to cross the lesion/resistance in the anatomy could not be replicated in a testing environment as it was based on operational circumstances. The stent dislodgment was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the mid circumflex artery with mild tortuosity and mild calcification. It was noted that the tortuosity was relatively more serious in the proximal area of the lesion. Pre-dilatation was performed and the 3.0 x 28 mm xience v stent delivery system (sds) was advanced; however, due to the tortuosity, the stent became dislodged. The sds catheter was advanced to the dislodged stent and inflated, and the stent was removed with the sds catheter. A new xience v sds was used to complete the procedure successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.